Event description:
It was reported that in the episode summary from the in-clinic check, the date above the episode tree is displayed as "jan 3, 2024," which is the date of the latest scheduled remote transmission but the data displayed is reflected since the last clear date of nov 29, 2022. No intervention was made, and no patient symptoms were reported.